Event description:
It was reported that the procedure was to treat a total occluded and 90% stenosed proximal left anterior descending artery. Reportedly, a 2.75 x 12 mm nc traveler balloon catheter was being used for post-dilatation; however, the balloon did not cross the lesion due to contact with the tip of the balloon and implanted non-abbott stent edge. The proximal shaft was separated out of the guiding catheter outside of the patient anatomy. The distal part of the separation was removed from the patient without issue. A non-abbott balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The na traveler is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Correction: the nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. (Initial medwatch called it an na traveler instead of nc traveler) evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).